Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and could duplicate the reported phenomenon which had the failure of the front panel and its switch was not worked. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised that this phenomenon was attributed to the aging deterioration due to the passing more than 9 years since manufacturing the subject device with following possibilities; the switch on the front panel of the subject device was broken down. The control board of the subject device was broken down. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the start switch (to insufflate co2 gas) on the front panel of the subject device was not good condition during the unspecified procedure. The intended procedure was completed with the subject device. There was no report of patient injury associated with this event.